Event description:
The customer contact reported a tubing separation. Prior to patient use while priming of the set with carboplatin, the tubing separated from the drip chamber. The carboplatin leaked onto the floor. The solution that leaked was cleaned up according to the facility's protocol. The tubing set and solution bag were replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.